Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became hot to the touch while charging. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.